Event description:
A review of service data detected a reportable event. During servicing, belt sn (B)(4) failed the pulse lead hi-pot and fall-off tests. The last patient to use this belt did not report any deficiencies.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. Upon evaluation, the cable connecting the rear therapy electrodes (te) and the distribution node (dn) has pulled from the strain relief at the dn. The cause of the pulse lead hi-pot and fall-off failures is the pulled cable. The root cause of the damaged cable and internal wires cannot be positively identified but is likely excessive force placed on the cable. No adverse event resulted from the damaged cable and wires. The last patient to use this belt did not report any deficiencies.